Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported 2nd event on the same patient from the "tiny hole" in the back of the filter during an infusion of tpn 32 ml per hr. The extension set was in use for less than 4 days.